Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. A system check was performed and the occlusion was found to be within the cartridge. The customer's blood glucose (bg) level was approximately 300mg/dl and a manual injection was administered to address the bg level. Tandem technical support advised the customer to performed a cartridge change to address the issue.